Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter does not turn on. The complaint was classified based on the customer care advocate's (cca) documentation. The pt said the reported meter does not always power on for a test. The pt said he was shaky, wobbly, and weak after being unable to obtain a blood glucose reading on the lfs product. The pt ate lunch and felt better. The cca was unable to reproduce the product issue during troubleshooting. The meter powered on when the power button was pressed and when a test strip was inserted into the test strip holder. The meter, test strips, and control solution were replaced. The complaint is reported because the pt alleges the lfs product would not turn on and later felt shaky, wobbly, and weak. He claimed that he felt better after eating.